Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently the internal magnet was removed under a general anaesthetic on (B)(6) 2017.